Event description:
It was reported that the needle 18x1-1/2 rb experienced needle cannula discoloration which was noted prior to use. The following information was provided by the initial reporter: material no.: 305196, batch no.: 9058937. Upon opening package and removing needle sheath, several needles in this lot appear to be discolored and darker.

Manufacturer narrative:
Investigation summary: 1165 samples were received. They all came in the sealed packaging blister. A sampling was performed doing visual inspection. They all look acceptable; none have discoloration or any other defect. Failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18x1-1/2 rb experienced needle cannula discoloration which was noted prior to use. The following information was provided by the initial reporter: material no.: 305196, batch no.: 9058937. Upon opening package and removing needle sheath, several needles in this lot appear to be discolored and darker.